Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2015 with the following findings: investigation revealed that the display screen was dim and discolored. Additionally, there was evidence of moisture throughout the display lens. The pump failed a leak test at the display lens. During testing, the pump made no audible sound. The piezo contact was found to be misaligned during evaluation. A vibratory failure was found due to internal moisture damage. Unrelated to these issues, the pump casing was cracked in the upper right corner between the display lens and case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. Evidence of moisture was observed in the display lens and the pump failed a leak test at the display lens. Additionally, the auditory and vibratory features were not functioning. This report is made based on results of investigation completed on 10/07/2015.